Manufacturer narrative:
The report that the ipg was at eol was confirmed. As received, the battery voltage was below the eri voltage threshold and the ipg had declared eol. Analysis of the returned ipg found no physical anomalies, it communicated and bonded normally. The ipg was subjected to a functional test on the automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, and specifically tests for any impedance issues. All portions of the autotest passed. The ipg functioned as intended. The root cause of the reported observation was due to device having normal battery depletion and reaching its eol. Manufacturing investigation: plano site: no issue found with DHR review. There was no rework or ncmr associated with this event.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the patient lost therapy and the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgery occurred to explant and replace the ipg to address the issue.